Event description:
The device reportedly displayed a constant connect electrodes message when connected to a patient. The combination electrodes were reportedly changed and all connections between the patient and the device were verified and the device continued to display a constant connect electrodes message. A back up device was obtained and treatment was continued. The patient's outcome and details were not reported.